Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's "ramp time" was taking longer and exceeding the temperature. Also, the "two clamp" was not releasing. Patient involvement is unknown.